Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging and reported that she suffered a low blood glucose (bg) event on an unspecified date/time. The patient contacted animas again on (B)(6) 2011, and provided additional information related to the low bg event. The patient claimed that her bg level dropped to ''29 mg/dl'' and she ''passed out'' on an unspecified date/time. When she regained consciousness, the patient drank a soda and then ate a candy bar. The patient then drank orange juice after her bg level did not improve with the consumption of the soda and candy bar. The patient then indicated that her bg level finally increased to ''83 mg/dl.' The pump was replaced due to the patient's allegation of a large prime volume issue. However, there is no evidence that the large prime volume issue contributed to the patient's low bg event. During the time of concern, the patient reportedly consulted with a health care provider (hcp) and was advised to change her basal setting by ''1 point.'' The patient, however, did not know how to make the change to the basal setting. At this point, it is unknown if the hcp was advising for the basal setting to be increased or decreased. In addition, it is unknown if the basal change was requested by the hcp before or after the low bg event occurred. At the time of contact with animas on (B)(6) 2011, the patient no longer had the pump for troubleshooting in relation to the reported low bg event. The patient reportedly could not relate the low bg episode to any lifestyle factors. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed she ''passed out'' and had a low bg level suggestive of severe hypoglycemia. However, at this time it is unknown if the pump contributed to the patient's injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates up until the reported event date. There were no alarms noted related to the complaint observed in the pump's history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.